Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range right atrial (ra) lead pacing impedance measurement. Technical services (ts) was consulted and noted ra intermittent noise in unipolar configuration. Ts recommended in clinic testing such as checking the lead in bipolar and unipolar configurations and further isometrics evaluation. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the complaint for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and right atrial (ra) lead exhibited a high out of range pace impedance measurement, resulting in a lead safety switch (lss). Technical services (ts) was consulted and noted ra intermittent noise in unipolar configuration. Ts recommended in clinic testing such as checking the lead in bipolar and unipolar configurations and further isometrics evaluation. This pacemaker remains in service. No adverse patient effects were reported.